Event description:
It was reported that the patient underwent a two level posterior lumbar interbody fusion. Reportedly during the surgery, the set screw would not seat properly in the pedicle screw. During insertion, the screw would make a popping moise. The set screw and bone screw were replaced and a new bone screw and set screw were implanted. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. However, concomitant product was returned. Visually and optically confirmed the thread crest and flanks are damaged; damage appears to have initiated at the start of the thread; this is consistent with set screw cross-threading.